Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch basic enhanced meter powers off during use. The complaint was classified based on the customer svc rep (csr) documentation and recorded phone call. The pt usually tests his blood glucose 6 times daily (before and after meals) and manages his diabetes with pills, diet and exercise. The alleged meter issue first occurred about two days before the pt was reportedly admitted in the hospital (for high blood glucose). As a result of the meter issue, the pt claimed that he did not make any changes in terms of his diabetes regimen. About two days after the issue, the pt reportedly developed "dry mouth, dizziness, and had a headache" and stated that emergency medical svs (ems) was called. The ems escorted the pt to the hosp, where he stayed for one day and was reportedly given several blood tests. The pt's first blood glucose reading taken in the hosp was "362 mg/dl" and he was reportedly given metformin (unspecified dosage) as treatment. The pt did replace the meter's battery per the owner's manual. This was not a new out of box product and the machine did power off during the automatic shutoff. Batteries were in good condition. However, the pt was using a different brand of test strips (unicheck) to test the meter with. This complaint is being reported due to the following conclusions: the alleged issue was unresolved with troubleshooting and the pt reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.